Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number pl6705, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm device's availability? Nothing to return. The following information was requested, but unavailable: what was the initial procedure? Could you please confirm if the issue occurred while suturing or before the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00782, 2210968-2021-00784 and 2210968-2021-00785.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the needle detached from the needle intra-op. Another like suture was used. There were no patient consequences reported. No further information is available.